Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the device was explanted on july 30, 2007 due to 2 open-circuit and 5 short-circuited electrodes. The patient was re-implanted with a new device during the same surgery. No integrity test was requested prior to explant.